Event description:
A malfunction was reported by the caller concerning a pump, identified by the malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the caller acknowledged and understood.